Manufacturer narrative:
Correction: additional review of this event indicates that it is reportable for malfunction not serious injury. (B)(4).

Event description:
A consumer reported feeling stimulation for about 30 seconds and then it faded away. When increasing stimulation, same thing happened, and the issue remained when switching programs. The consumer had the ins repositioned two weeks ago and was redirected to contact his clinician for a checkup. There were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.